Event description:
Dir. Of nursing reported that there was too much give with the sleeve that goes over the arm. There was an incident of bruising on a pt and they suspect it was from having to wrap the coban so tightly in order for it to work properly. Dir. Indicated that they were not sure the bruisng came from the shoulder kit. She indicated that they may have put ice on the shoulder to treat it but still was not sure. It was stated that this was the only incident where bruising occurred. The dr has performed several other surgeries and bruising did not occur.

Manufacturer narrative:
Device is not being returned for evaluation, therefore, no determination could be made for the reported device failure.